Event description:
It was reported that the pump does not recognize an IV set at load points #3 and #4.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. The evaluation could not confirm the reported symptom. The pump was able to recognize IV set at load points #3 and #4. Review of the history log shows multiple successful set loads. The secondary evaluation found the #8 key to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the #8 key will occur following the selected key's function (e.g. When the #1 key is pressed 18 will be displayed. When in alphabetic mode and the abc key is selected, av will be displayed interfering with the (B)(4) drug search). Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.